Event description:
Citation: vasilios katsaridis et al. Curative embolization of cerebral arteriovenous malformations (avms) with onyx in 101 patients. Neuroradiology (2008) 50:589¿597. Doi 10.1007/s00234-008-0382-x. The following report was received by medtronic through literature review: patients who were treated with onyx embolization for a brain arteriovenous malformations (avm) from 1 january 2004 to 31 december 2007 (4 years). 101 patients were identified (43 women, 58 men; mean age 38.8 years; age range (14-65). One patient (1/101, 0.5%) had a severe intra-parenchymal hemorrhage in the occipital lobe due to the perforation of a feeding artery by the guide-wire and was treated by surgical removal of both the hematoma and the malformation; this patient subsequently had an excellent recovery. Procedure was performed with a combination of the flow-guided and the wire-guided techniques using 0.010 inch or a 0.008 inch wire (silverspeed or mirage). It is unknown which was used in this event. Information received from the same article as MFR#s: 2029214-2015-00362, 2029214-2015-00363, 2029214-2015-00402, 2029214-2015-00408.

Manufacturer narrative:
Http://www.ncbi.nlm.nih.gov/pubmed/18408923.this report was created to capture the events related to the unknown guidewire. The guidewire was not returned for analysis; therefore, the event cause could not be determined. The lot history record review was not possible since the lot number was not reported. (B)(4).